Event description:
It was reported that during a shift check, the autopulse platform's display was found to be inaccurate. Customer indicated that the screen of the display "pixels out". No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows that the battery lock clip was bent. The physical damage found during visual inspection is not related to the reported event that the platform's screen "pixels out". The damage appears to have been caused by normal wear and tear (autopulse manufactured in july of 2007). A review of the autopulse platform's archive was performed and the data shows that no clinical use with a patient occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue was not confirmed. The platform ran for 8 minutes using a test mannequin and 4 minutes using a large resuscitation test fixture (lrtf) with no problems. In addition, the lcd cable connection was inspected and no problems were observed. Additional testing of the returned platform indicated that the drive shaft was difficult to rotate. It was found that the clutch plate was at fault. Based on the investigation, the parts identified for replacement were the lcd transmissive cable, the battery lock clip and the clutch plate. In summary, the reported complaint that the platform's screen "pixels out" was not confirmed during functional testing. Testing of the returned autopulse platform did not duplicate the reported problem condition. However, the lcd transmissive cable was replaced as a precaution to reduce the probability of reoccurrence. The drive shaft was difficult to rotate due to the defective clutch plate and is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.